Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03637. It was reported that the patient's l5 lead was explanted and replaced due to high impedances and the patient's l3 lead was explanted and replaced for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient's l3 lead was replaced due to being pulled out. Effective therapy was established post-operatively.